Event description:
During a laparoscopic appendectomy, 2 very small yellow pieces of plastic were noted in the patient's abdomen. Both pieces were removed laparoscopically and determined to be pieces of an applicator portion of a laparoscopic staple load. The applicator portion did appear to be broken upon examination and this was determined to be the source of the 2 yellow plastic pieces. No injury occurred. Possible issue with the stapler. The loading clip has a plastic guard which is to be snapped off after loading, before use. It appears the guard did not fully detach from the working load.